Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected no delivery alarm. Blood glucose value was 600 mg/dl at the time of the incident and began to use needles. No troubleshooting was performed because the customer declined and just wanted to have the device replaced. The device will be replaced and returned.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No delivery or occlusion alarm during testing. (B)(4).